Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump did not display an up occlusion alarm. There was no reported injury to the patient.

Event description:
Additional information provided that there was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens and the tamper seal missing. The event history log showed several alarms were recorded along with two downstream occlusion alarm. The power up process of the pump was performed along with functional testing. The reported issue of the device" not occluding" could not be duplicated. The pump did in fact occlude but it was high and out of specification. The downstream sensor was re-calibrated to resolve the issue.